Event description:
It was reported following a percutaneous coronary intervention (pci), an angio seal device was deployed in 2004; hemostasis was achieved and pulses were good. The following day, the pt complained of leg pain; pulses were diminished and the pt was given urokinase (thrombolytic). An ultrasound (date unk) revealed an occlusion at the puncture site; thrombosis was noted around the anchor. Blood flow was intact due to collateral circulation. The pt underwent a successful percutaneous transluminal angioplasty (pta) at the site of the occlusion in october, 2004. Blood flow was restored; however, slight "palsy" was noted below the ankle. The pt was reportedly recovering and was discharged in november 2004 with orders to follow up periodically at the hosp.